Event description:
It was reported by a customer on (B)(6) 2010 there was a decrease in fiber vaporization at 53,415 joules. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the fiber cap was worn out.

Manufacturer narrative:
The event description the customer reported to ams did not indicate a potential pt safety issue. The device was subsequently returned to ams and analyzed. The info from this failure analysis was received on (B)(6) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap was worn out. The fiber cap was intact and still attached. The fiber cap was drilled through. The fiber cap exhibited any or all of char, devitrification and melted glass. The normal wear out may be accelerated by technique causing a lack of cooling. The root cause of the device failure was determined to be use and accelerated by tissue contact. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the pt and instructions for retrieving.